Event description:
On (B)(6) 2010, seaspine was contacted and informed that there was a revision. Reason, part numbers, product information, patient information was all unknown. On (B)(6) 2010 seaspine rep contacted seaspine to report that the revision was performed to remove a broken allograft and a cardiff anterior plate. Two of the three screws appeared to have loosened on the plate as well. Product part numbers and lot numbers still not available, but decision was made to report as an MDR based on the new information. Seaspine contacted the rep again on (B)(4) 2010 to ask for patient identifier in order to determine the actual product used in the case. The hospital did not save the product.